Manufacturer narrative:
The hfl38 transducer was used with a micromaxx ultrasound system (part number p08840-22, serial number (B)(4). A follow up report(s) will be submitted within 30 days of receiving missing or new info. The following fields are expected to the completed or updates with the next report(s): (serial number - the customer has not provided the serial number of the transducer. Attempts have been made to retrieve the device from the customer for eval.

Event description:
A physician reported that two (2) days after a carotid scan on both sides of the pt's neck, the pt called to report that they had experienced a burn on the location where the scan had occurred. The burn was only experienced on the left side of the pt's neck. An hfl38 transducer attached to a micromaxx ultrasound system was used to conduct the exam.